Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the right side of the touchscreen appears to have a brown color to it. The pump is still functional. The customer's blood glucose level (bg) was customer's blood glucose level was not impacted. Customer stated that they will continue to use the pump for insulin therapy.